Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information. Although the device is not approved for sale in the us, it uses a delivery system which is similar to a device sold in the us.

Event description:
Additional information received: pre-dilatation was performed using a 3.0mm balloon with residual stenosis less than 40%. There was no resistance noted during during advancement of the 3.0x18mm device to the target lesion. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for inflation issues/leaks reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during coronary angioplasty, a 3.0x18mm device was advanced to the target lesion; however, the balloon would not inflate so the device was removed and exchanged for another device of the same size. There were no adverse patient effects or clinically significant delay in procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information received stated that after the balloon of the 3.0 x 18 mm implant failed to inflate, no additional treatment was performed; however, the predilation performed initially was successful.